Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered chronic pelvic and vaginal area pain, recurrent prolapse, stress urinary incontinence, excruciating pain during intercourse, vaginal bleeding, mesh erosion, frequent urinary tract infections, frequency with urinating, urine leakage, urgency to urinate, urinary retention, painful urination, pudendal nerve pain, rectal pain, and bowel complications. No further info has been provided.